Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for breakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot #5355531 and no issues were identified. Conclusion: root cause is indeterminate. CAPA (B)(4) was opened.

Event description:
It was reported that the hub of the wingset from 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter detached from the tubing. No injury or medical intervention.